Event description:
Information received indicates the left head siderail is not locking in the up position.

Manufacturer narrative:
The technician found the siderail latch spring was sticking due to dirt and liquid on the spring. The technician lubricated the latch spring to repair the bed.